Manufacturer narrative:
Correction d3 section.

Manufacturer narrative:
Three pictures were returned showing leakage from the outlet filter vent of the filter. The complaint of leakage can be confirmed based on the returned images. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
D1, d2 and g10 - information provided is the most probable. D4 - all product information is unknown, therefore, UDI information cannot be known or provided. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved and unspecified plum set. The customer reported that medication leaks at what appears to be at the filter level of the set. The customer stated that the issue has been observed multiple times, with different kits during different injections. The status of the product at the time of the event is during injection. There was patient involvement; harm was not reported as a consequence of this event.